Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure within the biliary tree of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with a tumor as a result of pancreatic cancer. The patient's anatomy was tortuous, however no dilatation was performed prior to stent placement. During the procedure, reconstrainment was needed, as the release point of the stent was improper; however the stent was unable to be fully reconstrained. As a result, the partially deployed stent was withdrawn from the patient without issue. The procedure was successfully completed with an 8mm x 60mm wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the returned device was partially deployed. The stent was deployed approximately 1 centimeter and was pushed out over the tip of the device. There was visible bunching or kinking of the outer sheath noted approximately eleven centimeters from the tip. When the distal handle was retracted, considerable force was required to deploy the stent ,which did deploy. The device was dissected just proximal to the guidewire access port and the inner was removed. No factors which could have contributed to a restriction were identified. No issues were noted with the profile of the stent or the inner lumen which could have contributed to the reported complaint. It was not possible to reconstrain the stent due its distal movement past the tip. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure within the biliary tree of a cancer patient on (B)(6), 2010. According to the complainant, the patient presented with a tumor as a result of pancreatic cancer. The patient's anatomy was tortuous, however no dilatation was performed prior to stent placement. During the procedure, reconstrainment was needed, as the release point of the stent was improper; however the stent was unable to be fully reconstrained. As a result, the partially deployed stent was withdrawn from the patient without issue. The procedure was successfully completed with an 8mm x 60mm wallflex biliary stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.